Event description:
Pin was found missing from the adjustable drill guide.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the submitted adjustable drill guide was confirmed to have the pin missing from the internal adjustable shaft. The inner shaft was sent for metallurgical analysis to confirm if there was a weld, and a weld zone with lack of fusion was confirmed. The manufacturing files were reviewed and no manufacturing anomalies that could explain the product issue. The pin likely became disconnected due to the lack of fusion around the pin.

Event description:
Pin was found missing from the adjustable drill guide.

Manufacturer narrative:
The previous investigation had an error in the conclusion. The revised investigation determined the previous manufacturing deficiency conclusion was not accurate. Method: device history review, complaint history review, risk assessment. Results: the submitted adjustable drill guide was confirmed to have the pin missing from the internal adjustable shaft. The inner shaft was sent for metallurgical analysis to confirm if there was a weld, and a weld zone was confirmed. Conclusion: the root cause of the locking pin is likely multifactorial.

Event description:
Pin was found missing from the adjustable drill guide.